Event description:
It was reported recently that the patient had a significantly worse seizure, requiring ems to take her to the hospital. No additional relevant information has been received to date.

Event description:
Additional information was received that patient is now having an increase in seizure activity. No additional relevant information has been received to date.

Event description:
Additional information was received that patient underwent vns therapy system replacement. Explanted product has not been received to date. No additional relevant information has been received to date.

Event description:
Additional information was received that generator was discarded follow surgery. No additional or relevant information has been received to date.